Event description:
The customer reported that the ventilator is alarming vent inop intermittently. The customer reported there was no patient involvement.

Manufacturer narrative:
Date of event date: (B)(6) 2016. Conclusion / root cause: this is the old style data acquisition to motor controller cable. No further fi is required. Please reference CAPA (B)(4). This report is being submitted as part of the remediation for CAPA (B)(4).